Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. This report is for the first in a series of two consecutive product issues occurring with the same patient. The second event has been reported under MDR# 3006425876-2015-00344.

Event description:
It was reported that during insertion in the ICU, the j tip of the guide wire was found to be l shaped. As a result, a new kit was opened. The insertion site was the right subclavian. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a guide wire and an advancer assembly. The guide wire was kinked 5 mm from the tip of the j-bend with offset coils at 1.5 cm from the tip. The wire was found to be intact and within dimensional specifications. The damage and condition of the sample indicate that it occurred during use. The device history records review did not find a manufacturing related defect. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Operational context caused or contributed to this event. No further action will be taken. This report is for the first in a series of two consecutive product issues occurring with the same patient. The second event has been reported under MDR# 3006425876-2015-00344